Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the first two weeks the patient had the system it was helping their symptoms. Two days ago she started to have a lot of pain in her bladder. The patient was called yesterday and stated they were retaining 400 cc of urine in bladder and they had to cath to drain the urine. Today they were able to urinate on own at 7:30am. Patient didn't feel any sensation to go. They had to use the cath like 15 minutes ago. The patient was told  to call and see if they needs to move the settings. Patient has lot of retention and doesn't feel the need to go. The day of surgery they left the device at 0.7 and they told her to put it up .1 once a week. Currently they are at 1.1. On the call asked the patient if she could increase the stimulation where it was stim comfortable. The patient raised the stimulation to 1.3 and monitor their symptoms and see if they improve.